Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim. It was reported that the patient never had any therapeutic effect from their device; it had never worked and never been programmed right. It was indicated that they were still having to use pads, and it had caused them so much hardship because they peed their pants all the time. They stated that their doctor¿s office checked the device and said, ¿it was only on one,¿ and the healthcare provider took x-rays of the device, but the patient did not know the results of the x-ray. It was also reported that ¿part of the problem was that they had urinary tract infections which never clear up.¿ no further patient complications are anticipated or expected as a result of this event.